Event description:
It was reported that the patient presented with angina and an acute myocardial infarction (mi) on (B)(6) 2012. In-stent thrombosis was discovered in a 3.0x8 xience v rx that had been implanted (B)(6) 2012 inside of two previously implanted overlapping non-abbott stents placed in the distal circumflex coronary artery in the year 2009. The in-stent thrombosis was treated via balloon angioplasty with an unspecified balloon dilatation catheter, securing the thrombus against the existing stent and vessel wall. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use, as known adverse events. Additionally, it was reported that the device was implanted to treat two previously implanted stents. It should be noted that the IFU (section 2.0) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.